Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare technical support confirmed the issue was resolved when the clinician replaced the sodasorb canister during the case. A: no patient information provided to date after calls to customer 06/19/23 and 06/21/23. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.